Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was unable to start¿. According to the additional information collected, the system was not in clinical use when the issue occurred, upon investigation, fse confirmed that there was tripped breaker in the m cabinet and host pc was not working which resulted in malfunction with the system. Fse tried to restart the system but did not resolve the issue. The philips engineer replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found there was a tripped breaker in the m cabinet, and the host pc was not working. To resolve the issue, the philips engineer replaced the host pc and returned it for failure analysis. The cause of the host pc failure was identified as a power supply unit. After the replacement of the host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not power up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.